Event description:
The following info concerning the event and the condition of the pt was copied from a carefusion adverse event report submitted by the user facility. "CPAP mask digging into nose severely, requiring duoderm for skin due to breakdown of skin integrity on premature babies with very friable skin this poses a huge problem. Prongs are too big (wide bore) even xs for 600 gram babies. Tried loosening straps but does lose seal/pressure."

Manufacturer narrative:
(B)(4). Carefusion did not request the return of the used pt circuit, generator, nasal masks and nasal prongs for eval. Carefusion determined that the user facility's possible lack of experience with the new carefusion infant flow ncpap system (generator, mask, prongs, bonnet and headgear) was the most likely underlying cause of the reported event. Carefusion has initiated an internal corrective action request as a part of our corrective and preventative action system to further investigate this issue. (B)(4).